Event description:
During cataract with istent surgery left eye, first istent had only istent in the device which did deploy but did not sit properly and surgeon removed. Second istent only one stent deployed properly, 2nd would not deploy.